Event description:
Painpump catheter broke off inside the patient following an arthroscopic subacromial decompression shoulder surgery. It was reported that resistance was felt when the doctor was removing the catheter. The doctor reported no sutures or staples were used to anchor the catheter, and there was no evidence of knots or twists in the catheter. It was also reported that it was not clear how it became trapped in the joint. The broken catheter was surgically removed in one piece without difficulty.